Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. Alarm was noticed when customer was hospitalized due to low blood glucose of 40 mg/dl. Insulin pump is not expected to return for failure analysis.

Manufacturer narrative:
Device received with a critical pump error and pump error 55 alarm in the device history, problem isolated to the electronic assembly. Unable to verify pump error 24 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.